Event description:
It was reported that the patient presented in clinic for follow up. Upon review it was noted that the lead exhibited loss of capture and low impedance. It was also noted that there was cardiac perforation. The patient presented to have the lead explanted, and it was discovered that the lead had dislodged, and the helix failed to extend, retract and was damaged. The lead was explanted and replaced. The patient was in stable condition post-procedure.

Manufacturer narrative:
The reported events were lead dislodgement, helix mechanism issue, perforation, low pacing impedance, and loss of capture. The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece. Analysis found the helix partially extended and clogged with blood/tissue. X-ray examination found the inner coil inside the connector region was over torqued consistent with procedural damage. The cause of the reported event or helix mechanism issue was isolated to the helix being clogged with blood/tissue and the over torqued inner coil consistent with procedural damage. The reported event of low pacing impedance, and loss of capture were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.